Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, moderately calcified and 99% stenotic distal left circumflex artery. The physician advanced the 2.0x20mm maverick2 balloon to the lesion and inflated the balloon to 12atms to pre-dilate the lesion. The device was removed from the patient intact. During preparation for a second use for performing ivus, a balloon rupture was observed. The procedure was successfully completed with the deployment of a taxus stent and a different balloon. Patient status is listed as "good".